Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, lot# n140582, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Analysis of the catheter found the white silicone boot out of position as well as cuts or tears causing a leak in the catheter.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the pump and catheter were explanted due to end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.